Event description:
A tandem mobi cartridge alarm was reported by the customer. Although the customer's blood glucose level was not confirmed to exceed 500 mg/dl, they stated it did not surpass this level during the malfunction issue coinciding with the cartridge alarm. The customer was assisted in re-pairing the sensor and successfully reloaded the original cartridge, which allowed them to resume insulin therapy, resolving the issue.